Event description:
On 5/5/1999 safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: plaintiff unknowingly inhaled and was unknowingly exposed to latex, latex dust, latex proteins, latex-containing powder and/or various other additives resulting from the ordinary and forseeable use of latex-containing gloves supplied, mfg, distributed, and sold by defendants. As a result of her exposure plaintff suffered the following injuries: latex hypersensitivity, asthma, respiratory problems, hives, dermatitis, diarrhea, vomiting, confusion, throat soreness, fatigue, extreme discomfort, depression, and emotional distress.